Event description:
It was reported that the distal end of the cysto-nephro videoscope was blown off, possibly due to incorrect sterilization. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information: h4. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the bending cover was torn and detached, which cause the device to leak.. Based on the results of the investigation and historical data, it is likely stress problems that caused the malfunction. The most probable cause is traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
No additional information reported by customer.